Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a rf overuse condition as noted when it comes to this cardiac resynchronization therapy defibrillator (crt-d). More information was pending when it comes to this case. Latitude support told the patient to move the communicator to a more suitable location. No adverse patient effects were reported.

Event description:
Additional information noted that no issues were noted when it comes to the crt-d. The system remains implanted.